Event description:
A supplemental report is being submitted due to the completion of the investigation on 14-apr-2025.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Device evaluation: the evo-fc-r-20-25-10-e device of lot number c1391433 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1391433. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the instructions for use, ifu0067 which informs the user about the potential adverse events associated with upper gi endoscopy include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, perforation, reflux, respiratory depression or arrest vomiting. It should be noted that the instructions for use (ifu0067) lists ¿perforation¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known potential procedural complications or known adverse events associated with the use of this device. As previously noted, ¿perforation" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the patient experienced gastrointestinal perforation 18 days post procedure. Immediately distal to the inferior border of the prosthesis, a perforation not covered by the prosthesis is visualized. The study prosthesis is repositioned to cover the new perforation. Endoscopic treatment by study stent being repositioned. Confirmed quantity, 01 devices were confirmed used. Investigation findings conclude a possible root cause could be attributed to known potential procedural complications or known adverse events associated with the use of this device. However, as per the instructions for use, ¿perforation" is a known potential complication.

Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2018 date of first implant procedure for benign stricture in middle esophagus. Obstruction 1-day post-procedure which was not treated. The site noted the event as not related to the study device or procedure, related to ¿small perforation 2.5 cm from the proximal end of the esophageal stent. Gastrointestinal perforation 18 days post procedure. Immediately distal to the inferior border of the prosthesis, a perforation not covered by the prosthesis is visualized. The study prosthesis is repositioned to cover the new perforation. Endoscopic treatment by study stent being repositioned. Site considered it related to the study procedure and it is an acceptable risk of this type of endoscopic treatment. This file will capture the perforation. Patient outcome: both events were noted as resolved (patient recovered/stabilized). The patient exited the study after medical review through the required time frame. This was noted as 30 days post-endoscopic stent removal, however, there is nothing in the database to indicate removal of the study stent. Unfortunately, this cannot be queried.